Manufacturer narrative:
H3 other text: not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator was not blowing correct pressure. The device was not in patient use. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not blowing correct pressure. The device was not in patient use. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The ventilator was evaluated by a third-party field service center and the customer¿s complaint was confirmed. The device did not pass the evaluation as specified in the service manual. The connectors are in good condition, the cabinet is in good conditions but other parts are damage, it is not necessary to replace batteries.